Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all the devices were on critical override. A technical support specialist dialed into the server and checked the health sight viewer (hsv), found several stations in critical override, ran the downtime query and confirmed that messages were current with no delays. After refreshing the health sight viewer (hsv), the critical notices were cleared, customer confirmed that the stations were communicating properly, and no further issues were observed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all devices were on critical override. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.